Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the sizing guidelines for the pxt261414 device the aortic inner diameter range is 22 - 23mm. Reportedly the maximum aortic neck diameter in the landing zone was 24mm. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as a minimum aortic neck length of 15 mm. Key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck.

Event description:
On (B)(6) 2011, this patient underwent endovascular procedure using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The pre-treatment maximum diameter of the aortic aneurysm/lesion was 50mm. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2012 to august 20, 2018, the maximum diameter of aortic aneurysm/lesion increased in size from 51mm to 92mm. On (B)(6) 2018, a proximal type I endoleak due to the device migration (unknown amount) was determined. Reportedly, the type I endoleak caused the aneurysm enlargement. According to the information provided, the patient¿s anatomy contributed to the event, as the aortic neck was short. On (B)(6) 2019, the patient underwent the additional procedure using an aortic endograft (unknown) to treat the endoleak and the aneurysm enlargement. The follow up ultrasound on (B)(6) 2019, showed that the diameter of aneurysm was 91mm. No further adverse events have been reported.